Event description:
It was reported that the right atrial (ra) lead was explanted due to the physician cutting the insulation on the lead when he opened the device pocket. A new lead was implanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation and an outer insulation tear. The "unintended use error" was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that the right atrial (ra) lead was explanted due to the physician cutting the insulation on the lead when he opened the device pocket. A new lead was implanted successfully. There were no adverse patient effects reported.